Event description:
An alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to disconnect the tubing and attempt troubleshooting, but they declined to do so. Instead, the customer changed supplies and resumed insulin therapy, and a replacement infusion set was requested and processed.